Event description:
Boston scientific received information that this right ventricular (rv) lead had microdislodged, as capture thresholds and sensing measurements were no longer ideal. A lead revision procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.